Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The removed system was for a cardiac resynchronization therapy pacemaker (crt-p), not a crt-d.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection and had become septic. The cardiac resynchronization therapy defibrillator (crt-d) system was removed. No further patient complications have been reported as a result of this event.